Event description:
The biomed stated when he sets the brake on the right side of the bed; the brakes are not setting on the left side of the bed.

Manufacturer narrative:
Repairs have not been completed.